Manufacturer narrative:
Date of initial report: (B)(6) 2017 one used ls3092 ligasure device was received, and evaluation of the sample could not confirm the reported issue with activation. However, visual inspection found an alternative issue where one of the snaps on the jaw was broken and missing. The manufacturing process for this device has checks implemented that would detect this issue. Snap damage can be caused by misaligning the snaps during assembly or by multiple assembly attempts. The instructions for use included with this product lists measures for proper assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device did not activate. A new device was opened and worked without issue. Examination of the received device found one of the snaps had broken and was not returned. The customer confirmed that no piece of the device fell within the patient cavity.